Manufacturer narrative:
Motor error alarm during rewind due to encoder signal out of phase. Unable to perform displacement test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarm during the rewind test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor position encoder error alarm and motor error alarm occurred after troubleshooting. Customer¿s blood glucose was 9.2 mmol/l and 7.4 mmol/l. Customer stated that drive support cap was normal. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and refer to back up plan. Insulin pump will be returned for analysis.